Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Correction: in the initial report, the device manufacture date provided (09/07/2007) was incorrect. The correct date of manufacture is 08/27/2007 and is provided in this supplemental report. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the unit. Fss verified the reported issue. Per fss, the unit lost communication with bobcat printed circuit board (pcb). Fss replaced serial cable and bobcat pcb and verified unit is communicating. Fss loaded instrument host and verified all software versions. Fss performed the field service checklist, which the system passed all functional tests and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that safe state error, error 2012 (instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.